Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation discovered the +12v over current protection with the power module was being triggered when transitioning between modes. The cause determined by the engineering team was the wide over current specification, ranging from 36-42a. The graphics processing beamformer software can create current pulses that exceed the 36a limit for greater than 10ms causing this protection to trip which would lead to the symptom described by the customer.

Event description:
A customer reported their epiq cvx ultrasound system froze during a CABG (coronary artery bypass graft). The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. The service engineer upgraded the system software to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.